Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported " implant rupture" confirmed by MRI. Device remains implanted and is due to be explanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported " implant rupture" confirmed by MRI. Device remains implanted and is due to be explanted. This relates to the left side.

Event description:
The device has been explanted.

Manufacturer narrative:
Clarification d9 - the lot number on the patch could not be verified because the device was not received, only biological material was received. Unable to check device type.